Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon suture and topical skin adhesive involved caused and/or contributed to the post-operative complications described in the article? If yes, please indicate which ethicon device contributed to post-operative complications? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient citation: j craniofac surg 2015;26: 76¿78. Doi: 10.1097/scs.0000000000001234.

Event description:
It was reported in journal article ¿facial wound closure in children using a 7-0 absorbable suture dressing¿ that the purpose of this study was to determine the efficacy of a technique developed to overcome the difficulties associated with managing pediatric facial wounds between 2007 and 2013. Suture was used on top of the skin. The patient may have experienced cellulitis and minor suture line dehiscence and scar that healed favorably. The patient may have had unfavorable scar that widened and may have underwent secondary scar revision. Additional information has been requested.